Event description:
Event description boston scientific received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead presented with out of range shock impedance measurements. Initial follow ups post implant showed normal lead measurements.